Event description:
Ous MDR - after an implantation time of about 11 months, a suspected insulation defect was reported for both leads. This lead was explanted and returned to biotronik for analysis. No worsening of the patient¿s state of health was reported.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis of the lead, it was noted that both lead bodies showed squashing in the proximal area of the insulation. In both cases, the outer conductor helix was fractured. The observed damage manifestations require excessive pressure stress on the respective lead body. The characteristics of the damaged structure of both lead bodies lead to the assumption of excessive mechanical stress on the leads due to the subclavian crush syndrome. X-ray images or diagnostic images of any kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation at both leads were probably caused by the explantation process. There were no indications of material defects or manufacturing errors for either lead.